Event description:
Boston scientific received information that increased shock impedance measurement was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A lead dysfunction of an unknown nature was suspected but not confirmed. Tachycardia therapy was programmed to off and will be checked during next follow up. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.